Event description:
Reporter called and alleged discrepant results when compared to a lab. The reported device result was 2.0, 1.4, 2.0, 3.5, 3.8, 2.7, and 2.7 inr. The corresponding reported lab result was 1.3, 2.29, 1.49, 2.58, 2.70, 1.91 and 1.91 inr.